Event description:
It was reported that two days after a device changeout procedure, the right ventricular lead exhibited a single low impedance measurement. All other impedance measurements were normal. The lead remained implanted and the patient would be monitored.